Event description:
The tablet computer and wand were received by the manufacturer on 09/15/2016. The suspect serial adapter cable was not returned at that time. Product analysis was completed on the returned wand on 09/20/2016. The wand will be reported in an alternative summary report in the appropriate timeframe. The serial data cable, which produced communication errors, had an open conductor and an intermittent conductor at the handle location. A known good bench serial data cable was substituted and all communications errors were resolved. Following the replacement of the data cable, the device met the specification requirements and performed according to functional specifications. The product analysis for the returned tablet was completed on 09/21/2016. During the analysis, no anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications. Note that since the tablet was received without the serial adapter cable, no evaluation of the portion of the device took place. It is possible that the reported communication issues could have been due to the wand alone, but this has not been confirmed to date. The involved serial adapter cable has not been returned to the manufacturer to date. No additional pertinent information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an issue with the company representative's programming system. The tablet would not interrogate a vns generator. At the time, it was verified that the wand battery power was sufficient and the tablet was not plugged into the wall. In the patient case, the physician's programming system successfully interrogated the generator and the surgery was completed. After the fact, components of the programming system were exchanged with known working devices, and it was concluded that the white usb to db9 serial adapter cable needed to be replaced. It was also reported that the adapter cable was loose, which was attributed to the cable itself. A replacement cable was requested, and follow up showed that replacement of the cable had reportedly resolved the communication issues. Additional communication had revealed that after replacement of the cable, another incident of communication issues had occurred with the programming system. Communication issues began shortly after the patient's generator was inserted into the surgical pocket. Troubleshooting was performed, including testing the wand battery, ensuring the tablet was not plugged into ac power, and exchanging the new replacement serial adapter cable. Another separate programming system was able to interrogate the generator after the case with no issues noted. With the new tablet and serial adapter cable, the old wand had continued to experience communication issues. No information had been received that verifies the function of the reported tablet itself. No additional pertinent information has been received to date, and no suspect devices have been received by the manufacturer to date.

Event description:
The usb to db9 serial adapter cable was received by the manufacturer on 11/08/2016. Product analysis was completed on the returned cable on 11/30/2016. The returned cable provided consistent successful communication sequences with repeated interrogations, programming, and diagnostics. No anomalies associated with the serial cable performance were noted during testing. The serial cable performed according to functional specifications.